Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: code d12: IFU statements the dryseal sheath device IFU was reviewed with respect to the complaint detail for the applicable region and time period, and the following statements were identified in relation to the complaint. 2. Device defects and adverse event [other adverse events] blood loss, bleeding, hematoma, embolization, ischemia, permanent ischemia, infection, vascular trauma, dissection, rupture, perforation, tear as gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #dsf1233, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for bilateral internal iliac artery aneurysms using gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. After all planned stent grafts were successfully implanted, angiography revealed dissection in the right common iliac artery. For repair, a bare metal stent was implanted in the dissection lesion. It was reported that retrospective confirmation of the angiography images showed that the dissection was confirmed before the contralateral leg implantation, suggesting that the dissection was formed during advancement of the gore® dryseal flex introducer sheath, guidewire manipulation, or internal iliac embolization before advancing stent grafts. Two 12 fr sheath were used in this procedure, but it was unknown which one was inserted from the right side.

Manufacturer narrative:
H6: b14&c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.